Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v157497, implanted: (B)(6) 2008, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s stimulation was turning off by itself. When the stimulation would turn off it would cause the patient¿s pain to return. The pain was the same pain their device was implanted to treat. The patient noticed these issues about 2 weeks prior to christmas. On christmas eve the patient was in the hospital because the pain was too much. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient called for a manufacturer representative while they were in the emergency room and intensive care unit (ICU) and they never arrived.